Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate high voltage therapy was delivered due to oversensing of noise on the right ventricular (rv) lead. No intervention was performed; the patient was stable will continue to be monitored.

Event description:
It was reported that the device was reprogrammed to resolve the event.